Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the cup transfer assembly and the drv board. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151 c.trans-z home detect error was a defective drv board.

Event description:
On (B)(6) 2017, a customer reported 4151 c. Trans-z home detect error on the aia-900 instrument. The customer removed the covers and the dropped tip. They also cleaned the pickup but the error persisted. The customer is unable to run patient samples on e2. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.